Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, after the uterus was sounded to 8 cm, the balloon catheter was slowly inserted in to the fundus and the balloon was filled until it reached a pressure of 180 mm hg using d5w. The pressure stabilized between 160-180 mm hg for only 45 seconds and then the balloon overflowed into the vagina. The balloon prolapsed through the cervix. The physician removed the balloon and no hole was noted. A different device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. There were no visual defects found and the catheter passed the leak test.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.